Event description:
It was reported by the pt's caregiver that the pt's battery life is showing only one year remaining and pt is also showing increase in seizures at the same time. Vns was controlling the seizures before but now they have started again according to the caregiver. No additional information was provided. Good faith attempts to obtain additional information has been unsuccessful till date.